Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and subsequently a malfunction alarm occurred. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.